Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with blank display. The customer's blood glucose level was unknown. The customer's most current level was 108mg/dl. The customer states they were on an island and would need to take a ferry back to get replacement battery and test the device. The customer states they would be calling back at a later time to complete troubleshoot.